Manufacturer narrative:
This device is no longer reportable so no codes will be provided.

Event description:
Related manufacturer reference number: 3006705815-2020-33084. Related manufacturer reference number: 1627487-2020-48566. Additional information was received determining the issue was on the patients extension not the ipg. This device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's stimulation was auto-reducing. Diagnostics indicated high impedance readings on multiple contacts. Reprogramming was unable to provide effective therapy. Additionally, x-rays taken revealed a possible lead fracture. Surgical intervention is anticipated to resolve this issue.